Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0012648576, use by date: 30-jan-2027, UDI: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon the first deployment attempt of a transcatheter valve, the implant depth on the non-coronary cusp (ncc) ex tended beyond the membranous septum and interacted with the muscular septum. Subsequently, a left bundle branch block (lbbb) was observed and the valve was recaptured. Upon the second deployment attempt, the valve was placed shallower to avoid contact with the mus cular septum. However, the lbbb did not resolve. Additional information was received that the lbbb continue following the implant of the valve and a temporary pacemaker was used upon leaving the room.